Event description:
Medtronic received information that a surgeon has experienced in the past thrombosis with edwards bovine pericardium that fused the leaflets in a glue-like manner. There were no serious consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).